Event description:
Paramedics responded to an obese pt in a nursing home, down for an unk period of time and CPR in progress for approximately 15 minutes. The device was connected to the pt with disposable defibrillation/ECG electrodes and shocked three times at 200, 300 and 360 joules. According to the reporter, the device did not deliver energy to the pt because the pt "did not jump." A backup was called for but not used. The pt was not resuscitated but the alleged device malfunction did not cause or contribute to the pt's death because the pt had a long downtime.